Event description:
On may 4, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra soft lancing device has a broken release button. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The lancing device issue first began in january (unspecified year). The patient is on an insulin pump and had been taking her usual dose of insulin as a result of the reported issue. The patient developed symptoms of sweaty within 15 minutes the onset of the reported issue. The patient did not receive any medical intervention that would suggest that the patient had hypoglycemia or hyperglycemia. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed that she developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.